Event description:
According to the initial report received via email on 06-jul-2021 from the cryolife sales representative, a patient was operated on last july and had an aortic on-x valve implanted. The patient's inr goal was maintained at 1.5-2.0 and recently the patient developed an mca stroke due to a cardioembolic event. Additional information received on 19-jul2021 from the operating surgeon relayed the patient is doing well, wit no residual neurological deficits. The on-x valve was implanted on (B)(6) 2020. The serial number of the valve is (B)(6). The mca stroke occurred on (B)(6) 2021. The patient was compliant with the anticoagulation regiment. The patient's inr was managed at 2.0-3.0 for 3 months, then at 1.5-2.0. The patient was on asa (aspirin) for 1-2 months postoperatively. Information obtained from the medical records is as follows: a 60 yo male w/ hx bicuspid aortic valve s/p valve replacement on coumadin who presented for acute onset aphasia, rsw. Lkw 545am. Per report, patient just finished working out at the ymca, and was noted by bystander/wife around 557 am to have an acute onset of difficulty with speaking, rsw. Ems was then called. At the scene his bs 92 bp 129/68. He was noted to have asphasia and rsw with a l gaze preference. He was then taken to the vanderbilt ed. In ed, his vitals stable. He was protecting his airway although has dense aphasia with mild rsw. His head CT did not show any hemorrahge but a small calcification on the right frontal lobe. Ctahn showed l m1 occlusion. Patient was deemed a candidate for thrombectomy and is taken to the or. Patient is possible condidate for tpa pending inr. Notably patient went on a 5 day bike ride recently and may have missed some doses of coumadin (per patient himself, which may not be reliable due to aphasia. Wife doesn't know if this is true). Please see attachments for details of treatment and patient evaluation by medical staff during this event.

Event description:
According to the initial report received via email on 06-jul-2021 from the cryolife sales representative a patient was operated on last july and had an aortic on-x valve implanted. The patient's inr goal was maintained at 1.5-2.0 and recently the patient developed an mca stroke due to a cardioembolic event. Additional information received on 19-jul2021 from the operating surgeon relayed the patient is doing well, with no residual neurological deficits. The on-x valve was implanted on (B)(6) 2020. The serial number of the valve is (B)(4). The mca stroke occurred on (B)(6) 2021. The patient was compliant with the anticoagulation regiment. The patient's inr was managed at 2.0-3.0 for 3 months, then at 1.5-2.0. The patient was on asa (aspirin) for 1-2 months postoperatively.